Event description:
The account alleges that a femoral hemodialysis catheter was implanted in the patient. The account alleges that the catheter is not allowing good flow pressures during the dialysis procedure extending dialysis time for the patient. A new ij catheter was placed and the patient experienced the same low flow values again. The patient returned to the hospital for another hemodialysis catheter the next day. The hd catheter was exchanged and was found to be operating correctly.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.